Event description:
Boston scientific received information that this right ventricular (rv) defibrillation lead exhibited a continuous increase in the pacing thresholds and a decrease in sensing. Both the pacing and shock impedance measurements were within normal range. A lead revision was performed and the is-1 portion of this lead was capped and the physician implanted a competitor's pace/sense lead. The defibrillation lead remained implanted for shocking purposes only. At a later date, this defibrillation lead was capped as a result of a revision to replace the associated ICD. The ICD did not deliver a shock when the patient was experiencing a ventricular fibrillation (vf) and upon interrogation, an error code was displayed indicating that the capacitor charge time exceeded the limit. As a result, the ICD declared end of life (eol). There were no additional allegations against the lead. The field representative reported that the shock impedance measurements had still been within normal range on the rv lead until the ICD declared eol. The ICD was returned for laboratory analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was thoroughly analyzed. Laboratory analysis concluded that the device was damaged as a result of a shorted lead condition by the implanted right ventricular (rv) lead that occurred during shock delivery. The lead was capped and will not be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.